Event description:
It was reported that a spectrum pump had a defective door latch. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported "defective door latch" was confirmed through evaluation. "Door not fully latched" alarms were reproduced during evaluation. These alarms were caused by loose link screws. The link screws were replaced.